Event description:
It was reported that the user experienced a recurring pattern of hyperglycemia shortly after announcing and eating lunch while using the ilet system, with blood glucose observed at 330 mg/dl with a steady trend and 324 mg/dl by the end of the call, and no indication of a supply-related issue following a recent change. Symptoms included elevated blood glucose levels consistent with hyperglycemia. Outcomes included the need for troubleshooting and education, with additional clinician follow-up assigned to assess post-lunch hyperglycemia patterns and provide guidance. Investigation included user interview and case review, including assessment of infusion set status and device alerts. Investigation of this case revealed no device malfunction observed, no alarms reported beyond the elevated glucose value, and meals reported as variable, making the cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.